Event description:
Subsequent to the initially filed report, additional information received stating: user facility medsun report (uf/importer report# (B)(4). Describe the event or problem: starclose sheath failed to properly deploy on account of the access sheath didn't tear properly.

Manufacturer narrative:
G2: report source added user facility h10: added related report number. Attachment medwatch report # (B)(4).

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported failure to cut the sheath was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue and treatment appears to be related to circumstances of the procedure. The observed evidence of damage to the sheath and vessel locator wings indicates there was device angle changed during thumb advancer/slider stroke such that garage leaves interacted with sheath and contributed to the reported difficulty splitting the sheath (failure to split the sheath). Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: estimated date.

Event description:
It was reported during use of the starclose device, the sheath failed to properly deploy, due to the access sheath not tearing properly. An unknown method was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.